Event description:
It was reported that during acl reconstruction surgery, the anchor was fractured after drill a hole. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned without any suture material or any of the anchor. The insertion device is deformed at the distal end and has debris on it. A review of the customer provided images finds the complaint device, with the fractured anchor visible, on a smith+nephew product box as well as a closer view of the fractured anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports that the footprint ultra pk suture anchor fractured during implantation, and it is unknown if all of the broken fragments were retrieved from the patient. An undated photo of the anchor was provided for review and confirms the reported. The footprint ultra pk suture anchor is implantable so biocompatibility is not an issue. Since it is unknown if any fragments were retained, the patient impact beyond local irritation/discomfort, and/or migration cannot determined. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.